Manufacturer narrative:
The device could not be interrogated at time of analysis. Probable cause could not be determined because no malfunction was discovered in the hybrid or the battery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) went into safety mode after device interrogation. Technical services (ts) discussed the safety mode parameters and recommended the device be replaced and returned after explant. At this time, the ICD remains in-service. No adverse patient effects were reported. Additional information received advised the ICD was explanted. This is all the information provided, and additional information has been requested. Device has returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) went into safety mode after device interrogation. Technical services (ts) discussed the safety mode parameters and recommended the device be replaced and returned after explant. At this time, the ICD remains in-service. No adverse patient effects were reported. Additional information received advised the ICD was explanted. This is all the information provided, and additional information has been requested.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) went into safety mode after device interrogation. Technical services (ts) discussed the safety mode parameters and recommended the device be replaced and returned after explant. At this time, the ICD remains in-service. No additional adverse patient effects were reported.